Event description:
It was reported that the user requested assistance setting a secondary glucose target after experiencing nighttime lows while using a lower target across all hours during steroid therapy; per clinician guidance, the secondary target was adjusted to the usual target overnight and maintained at the lower target during meal times, and the user treated a low with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and clinician and analysis of information provided by them. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.